Manufacturer narrative:
Info not rec'd. Evaluation summary: upon further review of the service report, there were no functional issues found during servicing. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported the rotation knob was broken. They received a green cable error/probe damaged error as well. They did receive three good samples and completed the case with the holster and a second probe. No pt consequence was reported.